Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
Customer called needing assistance with her settings and mentioned she has high blood glucose. Customer's blood glucose is 508 mg/dl. She treated with the device. She called her doctor, who suggested changing the settings. Customer felt stuffy and congested. In troubleshooting, the drive support cap appeared normal. There was a bubble at the top of the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. There were multiple low reservoir and bad battery alarms in the history. Customer mentioned she had a surgery recently and was disconnected for about four hours. Troubleshooting could not be completed due to lack of tubing clamps. Customer also mentioned she had high blood glucose on (B)(6) 2014 and had to call her doctor. She did not remember her blood glucose at that time. Nothing further reported.